Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Investigation in progress.

Event description:
The user facility reported that a tracheostomy tube was in place with a patient for 20 days when the flange was found broken and close to detaching from the tracheostomy tube shaft. The tracheostomy tube was replaced. No adverse effects were reported as a result of event.

Manufacturer narrative:
One used sample was returned for evaluation. The returned sample was examined; this verified that the tube shaft was partially separated near the tube flange. Thirty unused samples were selected at random from product warehouse for additional testing. The samples were inspected visually, pulled by hand and pulled with a pull gauge. The pull testing performed on these samples verified that the devices met with minimum pull force requirements. The testing could only reproduce the issue after the application of heat and excessive pull force (beyond specified limits of 12.5 lbs of force). The manufacturing facility performed a review of the processes and production documentation. This review did not identify any production errors or practices that could induce the condition of the returned sample. During product inspection, the root cause of the reported issue could not be established.